Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer cleared the alarm and continued using the pump fro insulin therapy. In addition, it was reported that an alarm 30 occurred during insulin delivery. The customer loaded a new cartridge to resolve the issue. The customer's blood glucose level ranged from 216-217 mg/dl.